Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that at the start of a fluid infusion the pump "beeped very loud channel error". Pump was red tagged for biomed. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information : if other specify, imdrf annex a, g, b, c codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that at the start of a fluid infusion the pump "beeped very loud channel error". Pump was red tagged for biomed. There was patient involvement but no patient harm.